Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, one end of a c-flex multi-length ureteral stent was observed to be split when opening the package. The device did not make patient contact. A new stent was used to continue the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B1, h1- correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Investigation has determined the alleged malfunction corresponds with stent torn by tether instead of stent separation, which our initial report was based on. There is no evidence to suggest that the failure mode stent torn by tether would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.